Event description:
Patient with ttp was admitted to the hospital with fever, nausea and vomitimg the evening of their first prosorba column treatment. Pt rapidly developed dic, multiple organ failure and expired at approximately 10:30 pm that same evening.